Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor test. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left front corner of top case is majorly chipped out and the whole plunger assembly was badly cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The force sensor cable was detached (the whole plunger assembly was badly cracked) due to pump been dropped or mishandled by customer. The root cause of the issue was a result of the customer's impact to the device. Replaced force sensor. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement (updated h6).